Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/22/2020. Investigation conclusion: it was reported that the tubing was broken. Received one used partial primary set model 2420-0500 lot 20043018 with its opened package. The section of the distal tubing to the male luer was not returned for evaluation. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing (p/n tc10012940) to the distal smartsite¿s (p/n 12274436) outlet port. Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed due to the partial set and separation. A dimensional analysis was performed on the tubing (p/n tc10012940). Small portions of the tubing were cut into three sections nearest to the smartsite¿s outlet port and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.145 +/-0.003" inches. Equipment used (inspection performed on (B)(6) 2020) optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record for model 2420-0500 with lot number 20043018 was performed. The search showed that a total of (B)(4) units were built in 1 lot on (B)(6) 2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer's report that the tubing was broken (separated) was confirmed due to a separation at the engagement between the tubing and the distal smartsite¿s outlet port. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. H3 other text : see h10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing. The following information was provided by the initial reporter: we had this defective set on a primary and a regular extension set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing. The following information was provided by the initial reporter: we had this defective set on a primary and a regular extension set.